Event description:
A pixel issue on the pump display was reported, affecting the customer's ability to interact with and read the pump screen. There was no reported impact on the customer's blood glucose level. Technical support arranged for a pump replacement and ensured a backup insulin delivery method via mdi. The customer was instructed on preparing the pump for return using a pre-paid label within ten days, and shipping details were confirmed.